Manufacturer narrative:
(B)(4). Insulin pump passed self test and displacement test. Hardware low level failure alarm confirmed in the pump history due to broken electrical board trace on keypad assembly. Pump error and software error found in the pump history. Software error found with (line number=196 and file number= 128) due to software error.

Event description:
The customer reported via phone call that their insulin pump had multiple pump error. The customer¿s blood glucose level was 190 mg/dl at the time of the incident. Customer was able to clear the alarm. Customer received request to rewind pump. Customer was able to complete pump rewind. Customer stated that the self test was pass. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.